Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 341 alarms which were not reproduced. System error 341 alarms were verified through a review of the event history log. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 341 (positional interrupt error) alarms during therapy (dose, medication, rate and volume unknown). The alarms reportedly occurred 'every five minutes or so' during the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.